Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarm indicating a high positive end expiratory pressure (peep). There was no patient harm reported. (B)(4)

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref #: (B)(4).